Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-00432. It was reported that shaft detachment occurred. A 15/3.0 flextome® cutting balloon® was selected to be used. During unpacking, when the device was pulled out of the loop, it was noted that the device was broken and fell apart. So a 15/4.00 flextome® cutting balloon® was opened and used for dilation. During the procedure, it was noted that the balloon burst at less than 2 atmospheres. The device was removed and the procedure was completed with a stent. No patient complications were reported and patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the device identified that the outer lumen had detached at the proximal balloon bond. This resulted in a complete detachment of the balloon from the delivery system. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The balloon protector cap and detached balloon was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-00432. It was reported that shaft detachment occurred. A 15/3.0 flextome® cutting balloon® was selected to be used. During unpacking, when the device was pulled out of the loop, it was noted that the device was broken and fell apart. So a 15/4.00 flextome® cutting balloon® was opened and used for dilation. During the procedure, it was noted that the balloon burst at less than 2 atmospheres. The device was removed and the procedure was completed with a stent. No patient complications were reported and patient was fine.